Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that when customer attempted to clear alarm, numbers began to ramp up. Customer was not able to clear alarm due to the act, esc and up and down buttons were not responding. It was also reported that an empty reservoir was received but reservoir was actually half full. Customer's blood glucose was 399 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No ramping numbers noted on the display. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.